Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. Customer's caregiver reported the customer received a sensor scan result of 'lo' (reading <40 mg/dl) and was asymptomatic. Customer was taken to a hospital to have his blood glucose checked and a reading of 438 mg/dl was obtained on the hcp meter. Customer was diagnosed with hyperglycemia and administered insulin as treatment. There was no report of death or permanent injury associated with this event.